Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose, but not hospitalized. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The patient has contacted their healthcare provider for high blood glucose and said they have a back up plan. The customer was treated with insulin pump and bolus. The customer was advised that the insulin pump was functioning as designed. The customer will call at his convenience to do high pressure test and also to do low blood glucose testing.